Manufacturer narrative:
(B)(4). The anomaly observed in the field was confirmed in the laboratory. Alerts indicated shorted output stage detection (sosd) and over current detection (ocd) were detected. Since sosd was detected, capacitor maintenance function was disabled. The analysis indicated the output circuitry was damaged and output transistors were believed to be caused by a damaged lead. (B)(4).

Event description:
It was reported that there was possible high voltage circuit damage due a previous dft-test with a damaged lead. It was not possible to perform a capacitor maintenance. Patient condition was good before and after the procedure.